Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the blade was broken off when the nurse wiped it with gauze after about 5 minutes. As the blade was broken off outside the patient, no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.